Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a cervical procedure to implant a cervical plate and screws. A screw backed out at unk time post op. It is unk if there is going to be a revision procedure.